Event description:
It was reported that when the patient presented in clinic for routine follow-up the device exhibited episodes of non-sustained rv oversensing due to post-paced t-wave oversensing on the ventricular channel. Further evaluation was recommended, however the patient is not compliant and has not returned for additional follow-up. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.